Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a posterior spinal fusion, the matrix driver sleeve was jamming when removing the screw with two or three threads still threaded in the bone screw head. The screw was not loaded straight on the driver and was attempted to advance the sleeve either forward or backward without any movement. After the procedure ended, the bone screw was removed from the driver and after the threads was inspected, it appeared striped. Then the surgeon used a new screw and attempted to thread the driver sleeve into the bone screw. It jammed approximately 3/4 of the way threaded. When the surgeon went to remove the sleeve from the bone screw, the threads again jammed with approximately 1/4 of the threads to go. There was no surgical delay. The procedure was successfully completed. There was no patient consequences. This report is for one (1) 7.0mm ti matrix screw 45mm thread length this is report 3 of 3 for (B)(4).